Event description:
It was reported that patient presented for follow-up in clinic. It was noted that patient's implantable cardioverter defibrillator (ICD) exhibited post paced t wave over-sensing. The ICD was reprogrammed resolving the issue. There were no patient consequences.